Event description:
Complainant alleged that while attempting to treat a pt (age & gender unk), the device failed to discharge. Complainant indicated that the clinician tried using electrode pads and paddles. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.